Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was heating up. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the sagittal saw attachment was heating up. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the components of the device were found to be lacking lubrication, which is the probable cause of the reported event. The device was discarded by the manufacturer.